Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient used soap and water to prep the skin and to cleanse the reaction area. On (B)(6) 2025, the patient developed redness, inflammation, and an infection under the sensor patch. The patient mentioned a layer of skin peeled off and he had itching and stinging sensation in the area. On (B)(6) 2025, the patient consulted a physician who prescribed an oral antibiotic medication (cephalexin 500 mg, unspecified course). At the time of the report the patient still had redness, itching, and stinging sensation in the area. Multiple attempts to contact the reporter were made to verify the scheduled (B)(6) 2025 surgeon visit occurred; however, contact was unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.